Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant elevated troponin I result is unknown. However, the pattern of repeatable elevated troponin I results on two dimension exl instruments with negative results on the same patient run on an alternate methodology is suggestive of non-specific heterophilic antibody binding peculiar to this patient. No sample has been supplied for siemens evaluation. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I result (tni) was obtained on a patient sample on the dimension exl system. The result was reported to the physician. The same sample was tested for troponin I (tni) on an alternate laboratory on another siemens dimension exl system and a similarly elevated result was obtained. A subsequent sample from the patient was tested at an alternate facility on a non-siemens instrument and a lower, negative result was obtained. The patient was transferred to an alternate facility on the basis of the discordant elevated tni result. There is no indication that treatment was otherwise prescribed or altered on the basis of the discordant elevated tni result. There was no report of adverse health consequences to the patient as a result of the discordant elevated troponin I result.